Event description:
It was reported that during a low anterior resection procedure, when the firing, incomplete staple firing was happen. One miss formed staple, the position of the staple is on the medial of the distal end. The staple didn't form proper b-shape which caused leakage when the surgeon did a leak test. The doctor needed to do the manual surgery with suture.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.